Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient's annulus measured as 84.1mm and severe annulus calcification was observed at the non-coronary cusp (ncc). The baseline cardiac rhythm was normal sinus rhythm with right bundle branch block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, unknown balloon while pacing at 180 beats per minute. During the procedure, the initial attempt to position the valve showed it was 5¿6 mm on the ncc, while pacing was maintained at 120 beats per minute. A partial recapture was performed; at second attempt, the valve was able to be deployed successfully at a depth of 3-4mm both on the ncc and left-coronary cusp (lcc). Aortogram revealed mild to moderate leak on the valve. Post-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, unknown balloon. Leak had reduced to trace to mild. On reduction of pacing via the temporary wire, the patient was observed to be in complete heart block, so it was placed again to stabilize. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant reported. On the same day, a permanent pacemaker was implanted to resolve this event. The patient was discharged in a stable condition.

Manufacturer narrative:
Na investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), regurgitation, and heart block was reported. A returned device assessment could not be performed as the device was not returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was noted that the patient had severe annulus calcification was observed at the non-coronary cusp (ncc). Field indicated that a partial recapture was performed; at second attempt, the valve was able to be deployed successfully at a depth of 3-4mm both on the ncc and left-coronary cusp (lcc). It was observed that mild to moderate leak on the valve through aortogram. The patient went into complete heart block after reduction of pacing via the temporary wire. The reported surgical and unexpected medical intervention were results of case-specific circumstances as temporary pacemaker and a permanent pacemaker was implanted the same day. Based on the available information, causes for the reported pvl, regurgitation, and heart block could not be conclusively determined. It is possible that procedural conditions, or interaction with anatomy contributed to these events. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.